Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the electronic patient gas system (epgs) gave a service gas system alarm. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Updated blocks: e1, e2, e3 and h6. The reported complaint was confirmed. The field service representative (fsr) found that the central control monitor (ccm) had a date jump which made the system think that the electronic patient gas system (epgs) was due for service. When the system was power cycled, the issue resolved. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.